Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to a conductor fracture at the point of the left subclavian access area. Capture from this lead was no longer able to be obtained. This lead had been tunneled to the patient's left side in 2005. A new lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Following the extraction procedure this lead was accidentally discarded and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.